Event description:
It was reported that the pump declared alarm 20 during insulin pumping, and the caller was unable to successfully load a cartridge after following the proper technique, resulting in the recurrence of the cartridge alarm. The customer¿s blood glucose level was noted at 16.2 mmol/l, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts, who instructed on a return procedure for the problematic pump and ensured the shipping address was confirmed. A replacement pump was arranged, with the caller planning to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery.